Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular capture management (vcm) feature was unable to run the automatic pacing threshold test due to the capture detector detecting noise. The vcm was reprogrammed to monitor only and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed missing/invalid right ventricular pacing capture data. If information is provided in the future, a supplemental report will be issued.